Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, battery from ventilator device sometimes fails to charge. - this occurrence was noticed during patient ventilation. Hamilton medical ag has not received any further explanation or information about this. - whether any alarms were triggered was not reported, but the logs say otherwise. - the instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag and shown that the device intermittently alarmed for "loss of external power" and there was no indication of ac mains when connected to mains. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, battery from ventilator device sometimes fails to charge. This occurrence was noticed during patient ventilation. Hamilton medical ag has not received any further explanation or information about this. Whether any alarms were triggered was not reported, but the logs say otherwise. The instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag and shown that the device intermittently alarmed for "loss of external power" and there was no indication of ac mains when connected to mains. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.